Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, an error message was being displayed on the generator (gen11) and the harmonic ace instrument became impossible to use. It was reported that when the instrument was replaced with an alternative instrument, the new instrument was recognized correctly so it is suspected that the error was caused by the original instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. The instrument blade broken during cleaning.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.158 from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.